Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01228.

Event description:
Allegedly per surgeon, evaluation has revealed elevated esr (20), crp (32), amorphous appearing joint fluid, a negative culture, and reactivity to nickel and cobalt on leukocyte transformation testing. Compassionate use patient (neck and head) were revised.